Event description:
A nurse called to inquire assistance through priming. During the call it was found that the customer was hospitalized for high bgs. It was stated that the doctor did not run any test on the customer and believed the pump caused the high bgs. It was indicated that it primed 10u and the insulin did not exit. The contact noticed large air pockets in the tubing. Advised the nurse to change the set.